Event description:
It was reported that "it was unable to pace during use. There were no patient complications reported." No patient injury was reported.

Manufacturer narrative:
One pacing catheter with attached monoject limited volume syringe was returned for evaluation. No introducer or contamination shield was returned. Customer report of pacing difficulty was confirmed. Continuity testing found the catheter to have a short condition between the proximal and distal electrodes. Cut down and further testing determined the short condition was inside the y-adaptor. Continuity testing was conducted by connecting one test lead of a multimeter to an electrode connector pin and the other lead to the related electrode. Resistance was measured using a digital multimeter. Catheter was cut down at proximal of both electrodes and base of y adaptor. Lead wire was exposed for continuity testing. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. The balloon inflation test was performed using the returned syringe with 1.3cc air by holding the balloon under water. No visible damage to the catheter body was observed. Visual examinations were performed under 10x magnification. A device history record review was completed and documented that the device met all specifications upon distribution. Customer report of pacing difficulty was confirmed during the evaluation. The defect was confirmed to be related to the manufacturing process. An investigation has been initiated to determine the root cause and implement any necessary corrective actions.